Event description:
It was reported that the patient experienced discomfort at the belt line when wearing a belt at the implantable pulse generator (ipg) site of the scs spinal cord stimulator (scs) and requested that the device be moved. The patient underwent a procedure in which the ipg was repositioned, and is doing well post operatively. No devices will be returned as they all remain implanted.